Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one guidewire was returned for evaluation. It was noted that the outer coil wire was stretched near the distal j-tip of the guidewire. The distal ends of the inner core wires could be seen protruding through the stretched portion of the coil wire. Based on these findings, the investigation is confirmed for the reported guidewire damage, specifically due to a frayed guidewire. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient sized skin nick. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during placement of the port, the guidewire allegedly failed to insert through the introducer needle and was damaged. It was further reported that the damaged guidewire was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The lot number for the device was not provided, therefore, the device history records were not reviewed. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement of the port, the guidewire allegedly failed to insert through the introducer needle and was damaged. It was further reported that the damaged guidewire was used to complete the procedure. There was no reported patient injury.